Event description:
It was reported the patient received the following results within 15 minutes: 465 mg/dl with the guide link meter and 117 mg/dl with a non-roche meter. After the readings, around 1 pm, the customer treated himself with 40 units of fast acting humalog. The customer stated he had a seizure then, but cannot remember when he had the seizure. He was unconscious for 7 hours. The customer was unable to self-treat. His wife found the customer around 8:10 pm. The emt's were not called. The customer did not go to the hospital. His wife treated him with glucose injections and orange juice.